Event description:
It was reported that pump experienced malfunction alarm malf 16 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return malfunctioning pump using prepaid label, while technical support arranged shipment of replacement pump and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.